Manufacturer narrative:
The incident device anticipated to return. A follow-up report will be provided upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional info, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Gastric bypass: "at the end of the procedure when the surgeon stopped retracting the liver, he could see the broken trocar and several pieces of plastic fell into the abdominal cavity. The customer says that the retraction pressure in the liver was the same as usually. The trocar (ctf33) was the pigastric port."